Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The cause of the report was isolated to the returned battery. Review of the log shows evidence suggesting that the device failed to shock due to a low battery condition. The log shows non-critical errors 262 and 256, which interrupted the regular self test cycle for several months leading to the event.. The device would have been in a red x state prior to use. The battery has been installed for approximately 5 years and is consistent with the usage time. The battery was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.